Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in cusps 1 and 2. There was thinning and loss of collagen fibers in all three cusps. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 2. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
This 21 mm sjm biocor valve was implanted on (B)(6) 2009. An echocardiogram performed on (B)(6) 2015 revealed severe aortic regurgitation with a mean aortic valve gradient of 47mmhg. On (B)(6) 2016, the patient underwent surgery and the biocor valve was found to have a cusp perforation at the base of the left coronary cusp and a tear of the right coronary cusp adjacent to the stent post. The valve was explanted and replaced with a 21 mm edwards perimount magna ease valve. The patient was reported to be stable post-op.